Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was reported to be due to improper diet. The patient was treated with unspecified antibiotics (intraperitoneal) for the event. Pd therapy was ongoing. The patient hospitalization and patient outcome were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
Date of event: the event occurred on an unreported date in 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.